Manufacturer narrative:
Initial reporter facility name continued: (B)(6). Health effect - impact code continued: f2201 - biopsy; f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and was not replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and was not replaced.

Event description:
Physician reported rupture. Physician later reported "deformity with pain diagnosed via ultrasound and by touching". This record relates to the right side. Device has been explanted and was not replaced..

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed as fold flaw opening, one opening posterior side assessed as surgical damage and missing shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Additional observations: wear abrasion is observed. Creases are observed. Black particles were observed on the shell. Stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "deformity with pain diagnosed via ultrasound and by touching." Device has been explanted and was not replaced.